Event description:
Sales rep. Reported the "translucent tip" of the fixed tip electrode came off during the lap chole procedure. Initially a cylindrical burn to the liver was reported, but subsequent inquiries determined it was the piece of the device that was seen, not a burn.

Manufacturer narrative:
The device was inspected and it was found the distal tip of the insulation was cracked off and not present (this piece was not returned for evaluation). This portion would form a "ring" shape of <3mm x 5mm size. The metal tip of the instrument is distorted and has been repositioned. The instrument was functionally tested and passed electrical internal and external hipot tests. Breakage of the plastic was likely due to damage during the 4 years of use of the device. Bending and repositioning of the tip may have increased stresses at that point. Engineering was unable to determine if the piece broke off in only one piece or smaller sections, since none was returned.